Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2007 - the patient underwent hernia repair with implant of a ck parastomal bard hernia patch. (B)(6) 2018 - the patient underwent removal of the failed bard mesh. As reported the patient continues to experience complications related to bard mesh. The patient's attorney alleges the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment due to the alleged defective bard mesh.

Manufacturer narrative:
Inconclusive, currently it is unknown to what extent the device may have caused or contributed to the reported event. If additional event and/or evaluation information is obtained, this report will be updated. This emdr updates and corrects the following fields, lot expiration date and device manufacture date. Device not returned for evaluation.

Manufacturer narrative:
Inconclusive, currently it is unknown to what extent the device may have caused or contributed to the reported event. If additional event and/or evaluation information is obtained, this report will be updated. \device not returned for evaluation.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2007 - the patient underwent hernia repair with implant of a ck parastomal bard hernia patch. On (B)(6) 2018 - the patient underwent removal of the failed bard mesh. As reported the patient continues to experience complications related to bard mesh. The patient's attorney alleges the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment due to the alleged defective bard mesh.